Manufacturer narrative:
(B)(4): evaluation results: (death), (mildly to moderately tortuous and severely calcified vessels).

Event description:
An aneurx stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were mildly to moderately tortuous and severely calcified. It was reported that an aneurx bifurcated device was attempted to be delivered but could not be advanced. The delivery system was removed from the patient, and a kink in the delivery catheter was noted. The physician was then able to advance and deploy another bifurcated device successfully; however, the contralateral gate was unable to be cannulate with a wire (MFR report # 2953200-2010-01280). In addition, the ipsilateral limb of the bifurcated stent graft appeared to be twisted, and a proximal type I endoleak was evident. The physician then decided to convert the patient to an aorto-uni-iliac (aui) configuration. A talent converter device was inserted but was not able to be advanced to the intended landing zone (MFR # 2953200-2010-01281). The device was removed from the patient, and a kink was observed in the delivery catheter. The physician then implanted 24 mm and a 28 mm aneurx aortic cuff, which converted the bifurcated stent graft to an aui. A proximal type I endoleak was observed after the 28 mm aneurx aortic cuff (MFR report # 2953200-2010-01282) was placed proximally to the bifurcated stent graft. The physician elected to place another 28 aneurx aortic cuff (MFR report # 2953200-2010-01283); however, the type I endoleak did not resolve. As there was no more room to implant any additional cuffs, it was decided to end the procedure and monitor the patient. Approximately 1 month post-implantation, the patient presented with a right cold leg. The physician was able to surgically restore blood flow to the leg; however, the patient had lost a large amount of tissue and then expired. The physician stated that the patient was not able to withstand the procedure.